Manufacturer narrative:
Device labeling addresses the reported event as follows: precautions: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera® beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera® include: balloon deflation and subsequent replacement. Warnings: deflated devices should be removed promptly. Patients should be advised that balloon deflation may lead to serious adverse events including bowel obstruction and need for emergency surgery. Patients should immediately call their physician to receive instructions on preparing for removal of the balloon. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation.

Event description:
Reported as: the patient's orbera intragastric balloon was removed as the "patient felt balloon was deflated." Physician performed "endoscopy and chemical oxygen demand (cod) and felt balloon partially deflated." Balloon was removed and replaced.

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received balloon. It was noted to be discolored, as the shell and center patch were light brown in appearance. One opening was observed on the anterior portion of the shell, approximately 1.25 inches from the center patch. As the balloon was not received with a fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was noted to be leaking from two separate openings on the shell. The openings were circled in blue ink. The first opening was located on the anterior portion of the shell, approximately 1.2 inches from the center patch. Under microscopic analysis, the opening was noted to have striated edges, consistent with surgical damage from a device removal tool. One non-penetrating nick was observed approximately 0.1 inches from the first opening on the anterior portion of the shell. The striated characteristics of this nick are consistent with damage from device removal activities. The second opening in the shell was located on the radius of the balloon. The opening was noted to have striated edges consistent with damage from device removal activities. Brown particles were noted in the valve channel.